Event description:
The customer reported the system workstation was not booting up. The system freezes on 5 arrows and does not start up. There is no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cpu battery was replaced and the connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.